Event description:
A territory manager (tm) contacted zoll customer support on behalf of a (B)(6) male patient to report an unrelated complaint. During the servicing of electrode belt sn (B)(4) a reportable event was discovered. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: servicing of electrode belt sn (B)(4) revealed a reportable event. The electrode belt trunk connector was damaged. The cause for the damaged connector cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the damaged electrode belt trunk connector. The patient was issued a replacement electrode belt.